Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 2.2; lab: 2.7. Date: (B)(6) 2010; inratio: 2.9; lab: 4.2. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.